Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex set an error occurred. It was reported that "the filter pressure socket was damaged and was physically covered in blood". Additional information was provided that the patient did not use any set. There was no patient injury or medical intervention associated with this event. No additional information is available.